Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0ueb1, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal/pelvic floor issues. Prior to replacement, the patient had a change in symptoms and they were still taking medicine. The did not know how to use the device and their doctor needed to move the wire/implant to the right side since the patient was right-handed. Additional information received from the patient who had their prior implant replaced because the wires were not hooked up correctly so their healthcare provider (hcp) moved the wire from the left to the right side. They also had pain on their left side and it was hurting for several months. Additional information was received. It was reported that the patient felt that the therapy never provided optimal results so the hcp did a full revision/replacement and put the lead on the opposite side. It was stated that proper motor response was generated via stimulation. There were no further symptoms or complications reported or anticipated.